Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported that, about nine months prior to report, the patient went into the hospital and couldn¿t breathe. He was reportedly ¿close to dead¿, but the healthcare professionals didn¿t know what to do because the patient had a pump. Specifically, they did not know if the patient could get an x-ray. The patient had also been in and out of hospitals five to six times due to his chronic obstructive pulmonary disease (copd). The reporter stated that the pump was ¿the best thing in the world¿, but wondered why the calibration on the new pump was different than the patient¿s old pump. The device system was used to deliver dilaudid.